Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet pump, after which the device was deemed nonfunctional and no longer water resistant, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact requiring medical care. Investigation included troubleshooting with the user, verification of shipping for replacement and return, and instructions to back up data, shut down the device, and transition to backup therapy. Investigation of this case revealed physical damage to the pump with a broken or compromised housing/screen consistent with user-induced impact, resulting in device malfunction and loss of water resistance. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage.